Event description:
It was reported that prior to the procedure, laser is lacking power. No error codes were available. There was no patient involvement.

Event description:
It was reported that prior to the procedure, laser is lacking power. No error codes were available. There was no patient involvement.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse removed the covers to verify the coolant level and refilled it according to specifications. During inspection, the debris shield was found blown and was replaced with the system spare. The optical bench cover was taken off to check for irregularities or debris, and none were observed. The lens cell was also examined with no concerns noted. Alignments were carried out on channel four for mode, and alignment was confirmed across the remaining channels. Centration adjustments were completed on channels one, two, and four, followed by calibration and offset adjustments. It was determined that continuing operation with the blown debris shield had contributed to fiber damage and reduced power performance. Replacing the debris shield corrected the condition. All remaining checklist tasks were completed as outlined in the service manual, with no additional observations. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.